Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's pacer rate intermittently drops to zero when attempting to increase it. Complainant indicated that there was no patient involvement in the reported malfunction.